Event description:
It was reported on 11/18/2022 by a sales representative via sems that an ar-9545-t15-01 driver shaft, ar-9545-t15-02 driver shaft, and ar-9545-t15-03 driver shaft is broken. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation, it was noted that the drive geometry at the distal tip of the returned ar-9545-t15-03 had twisted. No fragments were returned for inspection. It was not indicated if a torque-indicating adapter had been used with the device. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.